Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-12990 knee scorpion lot number: 15202057 was received for investigation. Visual evaluation noted no problems with the device, the jaws were observed to fully close when actuated. Functional testing was performed by inserting an ar-12990n scorpion needle batch number: 10512300 into the complaint device and loading a suture to pass through a suture practice pad. Functional testing revealed that the device functions as intended. No problem found. Refer to investigation photos.

Event description:
On 05/31/2024 it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion was not grasping nor fully closing. This was discovered during a procedure with no patient harm. The case was completed with another device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device has not yet been evaluated. The root cause of the event could not be determined from the information available and without device evaluation. When the device evaluation becomes available, a follow-up report will be submitted.